Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of 3 ce intermates sv (small volume) ruptured during filling with glucose solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information/correction: h6 codes (add 4114/3221 for the samples not returned) and previous h10. H10: only one (1) actual device was received for evaluation. The remaining two (2) devices were not received; therefore, a device analysis could not be completed for those samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from february 05, 2020 - february 06, 2020. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed the bladder was ruptured. The ruptured bladder was examined for signs of abnormality that could have contributed to the rupture problem. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause of the condition is a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.